Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the nurse observed droplets at the texium/smartsite connection with doxorubicin; she disconnected then immediately reconnected and had no further issues. There is no report of patient harm.